Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained a wound infection where seprafilm was applied. On the day of the event, the patient was transported to the medical facility due to pre-eclampsia during pregnancy. An emergency cesarean section was performed due to worsening pre-eclampsia and to monitor any abnormalities. Seprafilm was applied on the suturing site of the uterus. On an unspecified date oozing was observed. On post-operative (postop) day three an increased inflammatory response was noted, and the patient was started on 4.5g of piperacillin tazobactam (pip/taz) intravenously every eight hours. On postop day eight, the pip/taz was changed to 1g carbamazepine (cmz) intravenously every eight hours. On postop day ten, the inflammatory response worsened again, and pip/taz was restarted. A computed tomography scan (CT) was performed, and a pelvic abscess and peritonitis was diagnosed (severity was mild). On postop day twelve a laparotomy drainage was performed by reopening the cesarean section incision. During the laparotomy cellulitis scarring and pocket with exudate on the left side of the fascia was noted. The subcutaneous tissue, rectus abdominis, and peritoneum were firmly adhered. The physician reached the abdominal cavity and drained the abscess. No foul odor was found, and it was serosanguineous. A small amount of abscess was found on the anterior wall of the uterus. However, there was an abscess on the peritoneum, and a relationship with seprafilm was suspected. The physician irrigated with 9000ml, placed a drain, thoroughly irrigated, and closed the wound. The inflammatory response improved and pip/taz was continued until postop day 24. No further information was available at the time of this report.